Event description:
It was reported that after firing, the knife was stopped in the middle. No further details provided. No patient consequence.

Manufacturer narrative:
(B)(4) date sent: 2/20/2025 d4: batch #443c46. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45d reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. The event described could not be confirmed as the reload was received fully fired. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Refer to the echelon endoscopic linear cutter insert for instructions for using the instrument after it is loaded. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number 443c46, and no non-conformances were identified.